Event description:
It was reported that the ventilator reset with no audible alarm while connected to the pt. No pt harm when the reset occurred as the ventilator re-started.

Manufacturer narrative:
Na